Manufacturer narrative:
(B)(4). Review of lot f1803802, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that the cardiologist insert the 5f mynxgrip vascular closure device (vcd) in the procedural sheath up to the white shaft marker, inflated the balloon and closed the stopcock, grasped black handle and withdrew the catheter until two stops, opened stopcock on sheath to hold adequate tension on black handle. The shuttle was detached and advanced until resistance was felt. The sheath was grasped and withdrawn until the shuttle locked onto the black handle. The advancer tube was withdrawn with the black catheter and the sealant appeared to be out of the patient on the catheter of the balloon. The advancer tube failed to engage. The balloon was deflated and manual compression was applied for less than 30 minutes, without a hematoma noted. The patient was hospitalized for one night; however, the hospital stay was not extended as a result of the event. The patient was noted to be ok. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The product was stored as instructed per labeling. The patient is not thin and does not have a shallow vessel depth. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that the cardiologist inserted the 5f mynxgrip vascular closure device (vcd) in the procedural sheath up to the white shaft marker, inflated the balloon and closed the stopcock. The user then grasped the black handle and withdrew the catheter until two stops and opened the stopcock on sheath to hold adequate tension on the black handle. The shuttle was detached and advanced until resistance was felt. The sheath was grasped and withdrawn until the shuttle locked onto the black handle. The advancer tube was withdrawn with the black catheter and the sealant appeared to be out of the patient on the catheter of the balloon. The advancer tube failed to engage. The balloon was deflated and manual compression was applied for less than 30 minutes without a hematoma noted. The patient was hospitalized for one night; however, the hospital stay was not extended as a result of the event. The patient was noted to be ok. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The product was stored as instructed per labeling. The patient is not thin and does not have a shallow vessel depth. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device and vacuumed lock. The procedural sheath was on the catheter and fully retracted to the shuttle hub. A small portion of the sealant was found on the catheter covering the balloon proximal neck. The advancer tube was observed on the catheter approximately 90 mm from the balloon proximal tip. The catheter, shuttle cartridge and advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock. No anomalies were observed. Review of lot f1803802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as failure to deploy was confirmed. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.